Event description:
It was reported that during an implant procedure, the lead exhibited an operation issue, where the lead became caught on the patient septum. This resulted in inability to extend or retract the helix. The physician alleged malfunction on the lead. The lead was replaced to complete the procedure. No adverse patient consequences were reported.